Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient was fatigued and lost consciousness. Her husband called emergency medical services who administered glucose. A bg was not performed at the time of the event; however, the patient¿s husband noted the cgm value was 60s mg/dl. The patient regained consciousness and drank juice. Thirty minutes later and after drinking juice, a bg was performed which was 53 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.